Manufacturer narrative:
It was reported that after implantation patient experienced pain, infection, scarring and recurrence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that the patient underwent cystoscopy, fluoroscopy, left retrograde pyelography and left ureteral stent placement on (B)(6) 2007, due to left hydronephrosis, left proximal ureteral stone. It was reported that patient underwent left extracorporeal shock wave lithotripsy on (B)(6) 2007, due to left ureteral stone.

Manufacturer narrative:
Date sent to the FDA: 07/20/2013.

Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2006 and a sling was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.